Event description:
It was reported that this pacemaker exhibited inappropriate atrial tachy response (atr) episode due to undersensing. Furthermore, there was pacemaker mediated tachycardia (pmt) episode recorded. Technical services (ts) reviewed the presenting electrogram (egm) and recommend adjusting atrial sensitivity or programming options. This device remains in service. No adverse patient effects were reported.